Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized on (B)(6) 2021 for clostridium difficile, diarrhea and vomiting. Alternative etiology for diarrhea was reported as caused by unknown antibiotics taken for tube infection on unknown date. Unspecified antibiotics were considered as co-suspect.